Event description:
The customer reported while running an hcv assay, summit sample handler pipetted unequal volumes into positions a1 through h1 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.